Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set was fell off during use event on 19-apr-2024. The blood glucose level was 14.6 mmol/l and 8.2 mmol/l at the time of both event. The infusion set was in use for 36 and 8 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.